Event description:
It was reported that during a multiple midface fracture procedure, the surgeon was inserting the screw into the zygoma/orbital rim and the screw (400.456e) broke at the first thread. The broken fragment was retrieved. The screw shaft remains in the patient. The surgeon completed the procedure with no further problems. No adverse effect to the patient was reported.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The shaft of the screw remains in implanted in the patient. Without a lot number the device history records review could not be completed. The manufacturing evaluation, visual inspection report stated that the screw is broken at the shaft just above the threads. Only the head end of the screw was returned for evaluation. The head is damaged around the cross slot and there are nicks in the neck. The visual examination is consistent with product complaint. The head profile, thread major diameter and head to thread distance could not be measured because the threaded portion of screw was not available for review. The head profile could not be measured due to damage. Since all the relevant features could not be checked and no lot number was provided this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012.

Event description:
This is report 1 of 1 for this complaint (B)(4).